Event description:
The patient reported that they had been going to their doctor to try and get their spasms under control. When the pump was first implanted, it worked fairly decent, but now it almost had completely stopped working, and the patient had a 100% return of spasms. The patient stated they had been ¿upping it and they tried to pull it¿. After it was initially implanted, the patient¿s healthcare provider (hcp) increased the dose from 100 to 175 (units not provided). The patient got sick and thought maybe the spinal fluid was leaking. Their hcp backed it off to 120 (units not provided). The patient¿s arms and legs were ¿laxed¿ quite a bit. They went back to their hcp and it was increased to 150 (units not provided). Almost within the same day ¿things just went backwards and spasms returned¿. These problems have been occurring since the pump was implanted. The medication infused was baclofen.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was later reported the patient had issues with the pump and adverse reactions to the pump. At the time of report, the patient was having to do colon cleanses. It was noted that the patient was a unique case.

Event description:
Additional information was received from a business partner. The patient was receiving 2000 mcg/ml lioresal at 250.3 mcg/day as of (B)(6) 2017 with the last change occurring on (B)(6) 2017. The low reservoir alarm at that time was (B)(6) 2015. On (B)(6) 2017, the patient started treatment with 500 mcg/ml baclofen. As of (B)(6) 2017, the dose was 304.89 mcg/day and the mode of delivery was simple continuous. On (B)(6) 2014, the patient was first seen in the managing physician office. On (B)(6) 2017, the patient was last seen at the provider¿s office. None of the adverse events were noted. No additional information was provided. The patient's indications for use were intractable spasticity and spinal cord injury/spinal cord disease. The patient's medical history included that the patient fell and suffered a c3-4 cord injury (date was not reported) and quadriplegia. Concomitant products included: metformin at 500 mg 1x/day orally, pantoprazole at 40 mg/day orally, tramadol at 50 mg 2x/day orally, gabapentin at 600 mg 3x/day orally and baclofen at 15 mg 4x/day orally (dates of therapy and strength were not reported).

Event description:
It was later reported that the patient was still having concerns with his device or therapy but was working with his doctor or manufacturer representative. The patient had several appointments since the pump was implanted. The patient's last appointment was on (B)(6) 2014.